Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's blood glucose was 51 mg/dl one night and woke up to 332 mg/dl. Customer had other incidents with blood glucose at 509 mg/dl and 401 mg/dl. Customer treated high blood glucose with bolus. Customer declined troubleshooting. Customer will not be returning the device for analysis.